Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 600mg/dl at the time of incident. Troubleshooting was completed for no delivery and it was found that the cannula was bent. Troubleshooting found that the customer has not eaten all day and was advised to follow up with their doctor regarding the high blood glucose. Customer declined high blood glucose troubleshooting.